Event description:
It is reported that the patient's insulin pump received a battery out limit and cannot rewind. The patient's blood glucose level is 58mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after battery installation. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The unit also was received with cracked case at display window corners and battery tube threads, minor scratched lcd window, and missing end cap sticker.